Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected the d4 UDI number to (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The legal manufacturer was unable to confirm whether reprocessing steps were executed per recommendation. Additionally, there was no physical damage found at the adhesive of the bending section cover (a-rubber) or light guide (lg) lens. Therefore, a definitive root cause for the remaining foreign material could not be established. The suggested events are detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: issue 1: a rubber adhesive part. The detection method is described in chapter 3 preparation and inspection of the instruction manual tjf-q190v operation manual. Preventive measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Issue 2: inside the lg lens the detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the adhesive on the bending section cover (a-rubber) and inside the light guide lens (lg) had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.